Event description:
New information received indicated that the pulse generator was explanted and replaced. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The reported event of inability to interrogate was not confirmed. The device was received with inappropriate magnet response and elevated battery current. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient's pulse generator exhibited inappropriate magnet response. Programing changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator had failed to be interrogated. The patient had no adverse consequences.